Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that there was a malfunction with flexvision pc. The fse replaced the flexvision pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that allura device would not boot into the applications as expected. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed this problem. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and returned the system to use in good working order.